Event description:
It was reported that communication with the implantable neurostimulator (ins) was possible with both the clinician and patient programmers. The antenna locator (al) feature was performed and a 64 was obtained but only two coupling bars were obtained at most. The pocket reportedly looked intact and had healed well; there was no swelling or redness. The reporter could feel the outline of the device. Stimulation was also working great and the patient was getting good coverage. It was later reported that there was a coupling problem. The patient had not been able to get more than two coupling boxes since they were implanted. An anterior-posterior (ap) x-ray was taken which showed the leads were coming out of the ¿10 o¿clock position¿ on the left side of the ins when it should have been coming from the right side. The ins was reportedly implanted on the right side. It was confirmed that the ins was flipped. Approximately a week later, it was reported that the patient was being scheduled to have the device corrected but it was not an emergency (rush) case. The patient could still charge, just at a "longer time frame" and was very happy with his therapeutic results. Later that day, the patient was scheduled to have the revision surgery on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2007. Product type: lead: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2007. Product type: lead. (B)(4).

Event description:
Additional information was received which reported that the battery had been flipped by the physician and the patient was charging normally.